Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages. Pc unit displayed channel error before use with patient and unit replaced with another good backup syringe pump. There was no additional information provided and no patient involvement.